Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box history revealed data from (B)(4) 2013. The reported event date of (B)(4) 2013 was not observed in the black box or download history. The pump activity appeared to have ended on (B)(4) 2013. No loss of power events were observed in the black box. There were no errors, alarms or warnings related to complaint observed in the black box or alarm history. There was no damage, moisture or corrosion found to the battery compartment intact. There was no damage found to the battery cap. The battery cap tightly secured to the pump with no power loss. During testing, the pump was powered on and displayed the "verify" screen. The pump was exercised for 24 hours; no power loss or battery related warnings occurred during testing. The pump case was removed; there was no evidence of moisture contamination found inside the pump. There were no intermittent conditions found during an inspection of the battery terminal contacts. There were no defects found to the pump and the reported power issue of the pump was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.